Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had no/poor telemetry with recharging and poor communication. The patient stated that they could not get the ins to charge. They were seeing the reposition antenna screen on the recharger. The patient indicated that the last time they were able to successfully charge their device was ¿many many months ago¿. The patient mentioned that they had not been using their ins for ¿many many months¿ because it stopped working. On the call patient services had the patient reposition the antenna over the ins. The patient was not able to communicate with another external device as their patient programmer showed poor communication. The patient was redirected to follow-up with their healthcare provider (hcp) to address their possible overdischarge. It was reported that the reposition antenna screen began about a year or so ago and the ins not working began more than a year ago. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: missed updating device codes in the last regulatory report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their healthcare provider (hcp) told them to contact a manufacturer representative (rep) to address their overdischarge. An email was sent out to the field to reach out to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they met with the patient on (B)(6) 2019 during their meeting they stated that they tired to resolve the overdischarge by performing several antenna locators to see if it would accept the charge and then they performed sever pors (likely pmrs-physician mode recharges). It was indicated that the overdischarge was not resolved and the patient was referred back to their provider to discuss replacement options. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.